Event description:
A 22g x1" nexiva malfunctioned at catheter/hub prior to removing the needle. Prior to removing the needle after flash, the tube had completely filled with blood, but was also bleeding from the base of catheter or hub. Patient lost approximately 3cc of blood prior to removal.